Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Pump error variable as noted in the history download due to broken trace. The pump was connected to a test transmitter, sensor and monitored without any connection interruptions. Pump and test transmitter, sensor calibrated successfully. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.